Event description:
A united states distributor contacted zoll to report that battery charger/modem sn (B)(4) was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the battery charger/modem was resetting. Upon evaluation, there was contamination on the battery board, the interconnect ribbon cable, and lcd200 on the ca board. The cause for the resetting was isolated to the contamination. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem.